Event description:
A nim mainframe 2.0 was reported to not be working properly. There was no reported patient injury.

Manufacturer narrative:
This device is used for therapeuti c/diagnostic purposes. (B)(4). The complaint device was evaluated and it was found that on the isolation inverter board, the 15vdc and zero set voltage needed to be adjusted as part of the calibration process. The ground cable on the display interface board was not connected.